Manufacturer narrative:
Date sent to FDA: 08/25/2016. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. One plastic post from the sled was found broken which causes latch was out of position, that is why the internal cannula components were not sliding properly. In addition, the ratchet pawl was found excessive wear and tear.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the ventral hernia repair laparoscopic or open? Laparoscopic. Device lot number? Do not have, packaging thrown away. Confirm that the straps were not adhering to tissue/mesh? Told by rn in the room that the tacks were not adhering to the mesh. Did the customer receive the shipper kit for device return? Yes and should get shipped back today or tomorrow.

Event description:
It was reported that the patient underwent a laparoscopic ventral hernia repair procedure on (B)(6) 2016 and the absorbable straps were used. During the procedure, the tacks were not adhering to the mesh. Another like device was used to complete the procedure.